Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had dropped their insulin pump and received a blank display. The customer states that the display returned after they pressed the act button. The customer wished to test device to make sure it is functioning properly. The customer's blood glucose level at the time of incident was 114mg/dl. The customer states there is a crack at the bottom of the pump where the reservoir goes. The customer also states the device is performing slowly. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days with no blank display anomaly noted. The insulin pump had normal operating currents and no unexpected failed battery test alarm or slow delay responding noted. No damage was found on the lcd isolation tape noted. However, the insulin pump was received with cracked case at the display window corners, reservoir tube, reservoir tube lip, minor scratched and cracked display window.